Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector will not stay latched) has been confirmed. Upon investigation the electrode belt trunk cable connector was damaged and the electrode belt was unable to securely latch to a monitor. The root cause for the missing trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt connector would not remain latched.